Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The reaction curve of the initial result was not normal which provided a hint of measurement disturbances. The investigation did not identify a product problem. The cause of the event was due to an environmental issue where very bad dusty conditions were identified at the customer's site.

Manufacturer narrative:
The gluc3 reagent lot number was 812051. The expiration date was not provided. It was noted that there were very dusty conditions in the customer's laboratory. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient cerebrospinal fluid (csf) sample tested for gluc hk gen.3 (gluc3) assay on a cobas 8000 c702 module. Initial result: 36.56 mmol/l. The physician requested the sample to be repeated. 1st repeat result: 3.25 mmol/l. The sample was repeated 6 more times and the repeat results were 3.26 mmol/l, 3.26 mmol/l, 3.26 mmol/l, 3.37 mmol/l, 3.34 mmol/l, and 3.35 mmol/l.